Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy\3days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient undergo x-ray 2017. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("minor soreness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: result-not provided. X-ray - in 2017: result-not provided. Concerning the injuries reported in this case, the following one/ones were described in social media :medical device removal. Amendment: the report was amended for the following reason: all the information from deletion (B)(4) was added to this case. Reporter, event post procedural pain, reference section was added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy\3days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("minor soreness") and dyspepsia ("when I eat have indigestion and heartburn"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and dyspepsia outcome was unknown. The reporter considered dyspepsia, medical device removal and procedural pain to be related to essure. The reporter commented: drinking tons of water and smooth move tea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: result-not provided. X-ray - in 2017: result-not provided. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, indigestion and heartburn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event- when I eat have indigestion and heartburn added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm scheduled for a bilateral salpingectomy') in a female patient who had essure inserted. Medical conditions: patient undergo x-ray 2017. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy scheduled on (B)(6) 2018). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2012: result-not provided. X-ray in 2017: result-not provided. ¿concerning the injuries reported in this case, the following one/ones were described in social media :medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.